Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s mother stated that on (B)(6) 2018 the patient began throwing up and shaking. Prior to going to the hospital, the patient¿s bg value had not been tested, however she reported his ketone level was 6.9 mmol/l and he was experiencing heart palpitations. The patient was taken to the hospital and when they arrived, the hospital staff check the patient¿s bg which was reading 48.0 mmol/l while the cgm was reading 14.0 mmol/l. The patient¿s mother indicated the patient was admitted to the hospital on (B)(6) 2018 and treated for dka with an IV insulin drip before being transferred to the ICU at a second hospital on (B)(6) 2018. After being stabilized, he was then moved to a third hospital on (B)(6) 2018 to recover closer to home and was discharged on (B)(6) 2018. The patient's mother reported that he had since been recovering well. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.